Manufacturer narrative:
The user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection showed a portion of hydrogel was observed to be missing from the short end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. Findings on the short end were inconclusive due to the damage, however, the long end channels did not show any indication of manlfunction. A review of the in vivo sensor glucose data showed variability in the glucose data with occasional sg/bg mismatch. The raw sensor data revealed optical instability across all four channels, which likely contributed to observed inaccuracies. This failure mode could not be reproduced during the returned product analysis testing. This instability could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The root cause for the observed optical instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.